Event description:
It was reported the sjm representative had reprogrammed the patient and the stimulation was effective, but later, he felt the stimulation was too strong. In addition, the patient reported shocking sensations. The sjm representative met with the patient again for reprogramming, but the issue was not resolved. Attempts to determine the next course of action were unsuccessful.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.